Event description:
Caller alleged imprecision with inratio meter. Results as follows: 2007 - first test inr = > 7.5, second test inr = 1.4; 2007 - first test inr = 2.4, second test inr > 7.5; 2007- first test inr = 4.0 second test inr = 2.9.

Manufacturer narrative:
In 2007 - first test inr = > 7.5, second test inr = 1.4. Mean = n/a; sd = n/a %cv=n/a; 2007 - first test inr = 2.4, second test inr > 7.5. Mean = n/a; sd = n/a %cv = n/a; 2007 - first test inr = 4.0, second test inr = 2.9. Mean = 3.45; sd = 0.77; %cv = 22%. For the first and second set of data, the %cv cannot be calculated. For the last set of data, the %cv is greater than 20%. The precision failed the criteria for precision. Per text, "strip lot was also not available". Caller didn't provide strip lot number. Insufficient info available. No further testing can be performed.